Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to corrosion on plug unit, e226 (scope communication error) occurred, no electrical continuity due to corrosion on distal end, distal end had a burn, and due to adhesive peeling of distal end, distal end was not secured. A root cause could not be identified. Based on the results of the investigation, and since the customer reported device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device displayed error code e237(scope error). There were no reports of patient involvement.